Event description:
The manufacturer received information alleging a ventilator service required condition occurred. The device was removed from the patient and another device was replaced at the customer site. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required condition occurred. The device was removed from the patient and another device was replaced at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Performed repair test and calibration of the sensor board to address the issue.